Event description:
On 1/25/95, pt admitted with emboli infusion port catheter which had embolized from right subclavian through right side of heart to the left lower lobe. Pt had severe pleuritic chest pains & hemoptysis. Retrieval of catheter done percutaneously. Lung scan showed evidence of p.e. Pt was heparinized prior to d/c. Readmitted 4/12/95 to remove remaining portion of device.